Event description:
It was reported that during a cryo ablation procedure, the injection tube and lumen inside of the balloon kinked. When the push bar was extended and retracted, the kink persisted. The balloon catheter was replaced which resolved the issue. It was then reported that a system notice was received indicating that the refrigerant delivery path was obstructed. The "continue" button was pressed five times and the coaxial umbilical cable was reconnected twice without resolution. The coaxial umbilical cable was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cx (lot: 228122873); product type: cables and accessories medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.